Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that 9 years and 11 months post implant of the bioprosthetic valve, due to stenosis a transcatheter valve was implanted valve-in-valve. No further adverse patient effects have been reported.